Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to a lead fracture. Physician confirmed the fracture. Surgical intervention took place wherein the lead was explanted and replaced.